Event description:
It was reported that during the procedure in the mildly calcified/tortuous right coronary artery, a 3.5x23 xience v stent delivery system and a 3.5x38 xience v stent delivery system were advanced but could not cross the lesion. The lesion was ultimately treated successfully using a non-abbott device. There was no adverse patient effect and no reported clinically significant delay in the procedure. Return device analysis of the 3.5x23 rx xience stent delivery system revealed that the stent implant had moved proximal on the balloon with the proximal end on the distal shaft of the catheter. Additional reported information indicates that the site does not recall the specific circumstances surrounding the stent dislodgement. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the 3.5x23mm xience v stent delivery system (sds) noted blood on the balloon, shaft, and stent implant and in the guide wire lumen. There was crystallized contrast on the shaft and in the inflation lumen. This is consistent with preparation and advancement of the sds into the body. Dimensional analysis found the tip length met manufacturing criteria. There were multiple kinks throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as mildly tortuous and mildly calcified, which likely contributed to the failure to cross. Analysis also noted that the stent implant had dislodged proximally and was located stationary on the shaft and proximal end of the balloon. The distal end of the stent implant was located proximal to the distal marker. The first row of distal stent struts were flared. The distal stent implant outer diameter was measured and met manufacturing criteria, however, the middle and proximal out diameters were oversized. This over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. There were crimp marks visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Furthermore, no damage was noted to the stent implant prior to use, which also suggests that a manufacturing deficiency did not contribute to the noted stent dislodgement and stent damage. It is most likely that the stent struts flared and the stent moved proximally on the balloon either during the attempt to advance the sds in the lesion or as a result of post procedure handling. To assure this is not the result of a product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for kinks, proper stent placement, stent damage, and crimped stent outer diameter during the manufacturing process. A review of the lot history record for the reported lot revealed no associated nonconforming material record, indicating all lot release testing met specification. There is no evidence to indicate the presence of a product deficiency.